Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was reported that the insulin pump was placed in a sliding scale and her blood glucose decreased. It was stated that when the customer was placed back on the insulin pump her glucose level increased. No further information was provided.